Manufacturer narrative:
This device is intended for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
It was reported that during a surgical hip dislocation procedure, the surgeon was inserting a 4.5mm cannulated screw and the threads began to unravel off the shaft. The screw was almost fully inserted when this occurred, so the surgeon elected to leave the screw implanted. No change in the procedure outcome and no further complications were noted. This report is for the unknown screw. This is report 1 of 1 for file (B)(4).